Event description:
It was reported that the patient had a loss of therapeutic effect. The patient saw his doctor on (B)(6) 2014 and the reporter stated that there may have been ¿minor reprogramming or tweaking.¿ the reporter stated that everything was ¿basically fine¿ on (B)(6) 2014, ¿the patient had some decline, but it was just the effects of the parkinson¿s.¿ the reporter then stated that since (B)(6) 2014, the patient had been having ¿pretty severe problems where he was having the same effects as when the implantable neurostimulator (ins) was turned off.¿ on that day the reporter received a call from the patient¿s caregiver reporting he was curled up in a fetal position, unable to move, and in pain. The patient was taken by ambulance to the hospital and all his tests came back ok. The patient was brought home from the emergency room (ER) that night. The patient was unsure if the ins had been off, but the reporter confirmed it was on. The following day the patient was ¿a little better, but tired.¿ on (B)(6) 2014, the patient was ¿good again and back to normal.¿ the reporter then stated that the morning of this report the patient could not move, was curled up and in pain again, and ¿not responsive.¿ the reporter stated that the patient was ¿kind of staring, but not answering questions or showing that he knew what they were talking about.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 3389-40, lot# v004936, implanted: (B)(6) 2006, product type: lead. Product ID: 3389-40, lot# v004936, implanted: (B)(6) 2006, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 64002, lot# n398246, implanted: (B)(6) 2013, product type: adapter. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).